Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 customer called in with the following concern. Patient called reporting an issue with the pump while doing bolus it shows error 38 pump will reset but it will loop back to rewind/load process which happens 5 times. No further concerns were recorded. P-cap locked in place properly during testing. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 38 alarms that may have occurred in the past or during the complain date. The adapt tool reveals pump error 38 alarms were found on (B)(6) 2021 at 12:21:36, 12:22:12 and 12:22:58 hour. Multiple 5 units manual boluses were also delivered. No unexpected pump error 38 alarms noted during testing. Proceed it by cutting device open and perform a visual inspections of connectors, motor assembly and electronic stack. During visual inspection debris in motor slide threads noted that may have cause an unexpected pump error 38 during testing. Unit also received with missing display window cover, cracked keypad overlay and scratched case. In conclusion customer concerns were confirm. Multiple stuck motor alarms (38) were noted in history files. However, not confirm during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received no motor movement or negligible movement, retries to free a stuck motor failed error. Customer stated the error was occurred during bolus. Customer was able to clear the alarm but did not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.